Manufacturer narrative:
Device evaluation submitted - (B)(4): the pump was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing confirmed the contrast, ok, and down buttons are intermittently responsive. The keypad was peeling and was removed: found contamination under all contacts. Unrelated to this complaint, a crack was seen along battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) /2012 stating that the keypad buttons were having responsiveness issues. There is no further information regarding the complaint at this time. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.